Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complication)') and premature delivery ('premature delivery') in a 30-year-old female patient who had essure (ess205) (batch no. 646511) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she did not allege any birth defect. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). The patient was treated with surgery (caesarean section). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device and premature delivery outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: positive. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (with complication)') and premature delivery ('premature delivery') in a (B)(6) year old female patient who had essure (ess205) (batch no. 646511) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: she did not allege any birth defect. In (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required). The patient was treated with surgery (caesarean section). Essure (ess205) treatment was not changed. At the time of the report, the pregnancy with contraceptive device and premature delivery outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2015: positive. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.